Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3: patient sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: system manager utilization management clinical sup the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the dilator did not snap into the angio-seal sheath. The issue was identified prior to inserting the device into the patient. No blood loss was reported. The event occurred intra-operative. The patient was not injured during the event and medical/surgical intervention was not needed.

Event description:
Additional information was received on (B)(6) 2024: the case was a diagnostic cerebral arteriogram for a carotid-cavernous (cc) fistula. A 6 french was used sheath for access. A subsequent 6 french angio-seal was used successfully. The patient was discharged the day after the procedure in a stable condition. The physician stated the locator and hub would not mate and there was no audible click. The process was aborted at that step and a new angio-seal was dropped.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5, h6: health effect - impact code, and to report that this reported event has been reassessed and deemed not reportable based upon the additional information provided in section b5.